Event description:
The customer reported the system will not boot and displayed a regulator failed error a charger failed errors after 2nd attempt to boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery packs and the sram battery. System operates as intended. (B) (4).